Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (¿2.500.0¿ mcg/ml at 847.0 mcg/day) and clonidine (200.0 mcg/ml at ¿749.0 mcg/day and 59.92 mcg/day¿) via an implanted pump. The indication for pump use was parkinson¿s dual, movement disorders, and non-malignant pain. On 11-sep-2017 it was reported that the patient heard a critical pump alarm in (B)(6) 2017. He did not know it was coming from his pump. He was told by the nurse at his refill that his pump stopped working on (B)(6) 2017. His pump had drug in it at the time of the alarm. The patient did not know why the pump was alarming. Per the patient, the doctor had not checked the pump alarm code. The patient¿s doctor was going to remove the pump, but would not replace it because the patient was non-compliant. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause for the patient not realizing the pump was alarming was not determined. The pump alarm that was occurring was a motor stall and the cause of the alarm was determined as a motor stall alarm. The current status of the pump was noted as ¿explant ordered¿. No further patient complications were reported.